Event description:
The customer called to report a hyperglycemic event that happened in (B)(6) of 2010. As a result of his high bgs, he went to the ER. His levels were tested while in the ER, which measured 900mg/dl. No specific pod issue was reported; no additional info about the event was provided. As a result of this incident, the customer "took a break from the pod system and returned to injections." The customer "no longer had the pod"; the device will therefore not be returned for evaluation. Since the event, he reported that he is now "ready to go back to the system."

Manufacturer narrative:
The pod will not be returning for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. No specific device issue was reported. Based on the info provided in the report and in the absence of a device evaluation, the cause of the customer's high bg levels is unk. No conclusion can be drawn. A request was made for additional information about the reported event. However, due to the fact that the customer is reporting the incident nine months after the occurrence date, no further info was able to be obtained. No lot number was provided. Therefore, a review of lot qualification records for the subject pod was unable to be performed. In the event that there was a product related malfunction contributing to this event, insulet has taken multiple actions to correct and prevent defects that may result in a pt receiving reduced levels of insulin.